Event description:
It was reported that the lead was fractured. The patient deceased half hour later in the ward. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was revised. The patient deceased in the ward half an hour after the lead revision.